Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer's mother states that her daughter woke up with high blood glucose because there was no delivery of insulin from the customer's insulin pump. The mother does not recall if there was a no delivery alarm or not. The mother was informed that the pump would alarm if there was no delivery. The mother was advised to monitor the pump more closely and to call the help line if they find any issues with the pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.